Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 80% stenosed target lesion being treated was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 2.75x38mm promus element stent delivery system was advanced to the rca and deployed. The lesion was being post-dilated using the kissing balloon technique when a non-bsc guide wire, which was jailed in a side branch, caught the edge of the stent causing deformation. Additional post-dilation was done to complete the procedure. No patient complications were reported and the patient's status was stable.